Manufacturer narrative:
A replacement pump was sent to the customer. Multiple attempts to get additional information from the customer went unanswered. The returned device was evaluated with the customer's parts and accessories and failed minimum vacuum specifications in both stimulation and expression phases, but passed all maximum vacuum specifications. The device was also evaluated with a lab kit and it also failed minimum vacuum specifications in the expression phase, but passed in the stimulation phase. Additionally, with the lab kit, it passed all maximum vacuum specifications. It was determined that there was a pc board failure and an air leak alert. Also noted in the evaluation, was that the customer's tubing was broken and the membranes, valves and tubing all had residue on them. Refer to attached evaluation. Based on the results of (B)(4), it cannot be definitively concluded that the pump caused or contributed to the customer¿s mastitis. The estimated incidence of mastitis in lactating women, whether using a breast pump or not, according to published clinical literature can be as high as 33%. In fact, clinical guidelines suggest the use of a breast pump to facilitate withdrawal of breast milk during bouts of mastitis. The complaint rate of mastitis across all reported failures, across all medela breast pumps, is (B)(4). "Mastitis is usually a benign, self-limiting infection with few consequences for the suckling infant. The risk of mastitis is higher among women who have breastfed previously, especially those with a history or mastitis." Riordan & wambach, 4th ed. P. 294: breastfeeding and human lactation. Mastitis requires prompt medical attention for the mother for pain relief and prescription antibiotics to avoid progression to overwhelming sepsis.

Event description:
On (B)(6) 2017, the customer alleged to medela (B)(4) that the suction on her sonata breast pump was low and she developed mastitis, for which she was prescribed an antibiotic. She alleged that when she increased the suction, it would begin to suction really hard and cause pain.